Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was stuck inside of me [foreign body in reproductive tract]. Went to remove a tampon... The string broke and tampon was stuck [complication of device removal]. Tampon string broke [device breakage]. Vagina painful [vulvovaginal pain]. Consumer sent email reporting that the string broke while removing the tampon. No serious injury was reported.